Event description:
It was reported that this pacemaker was unable to be interrogated while using a wand telemetry. Technical services (ts) was consulted and provided troubleshooting. Ts suspects this pacemaker might have reached elective replacement indicator (eri) or safety mode. Additional information is being requested from the field, however no further information was available at this time. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Updated b5 describe event or problem field with additional information received from the field. No further allegation at this time.

Event description:
It was reported that this pacemaker was unable to be interrogated while using a wand telemetry. Technical services (ts) was consulted and provided troubleshooting. Ts suspects this pacemaker might have reached elective replacement indicator (eri) or safety mode. Additional information is being requested from the field, however no further information was available at this time. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received from the field. The hospital was contacted and confirmed all evaluations for this patient were within normal parameters. No adverse patient effects were reported.